Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f and g. 4 date on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).

Manufacturer narrative:
Additional information: there were 4 investigations completed during this period. Breakdown of 4 investigations with respective lot numbers are as follows: ce03641 cartridge crack, cartridge damaged, tip deformed. Ce01740 tip deformed. Unknown cartridge crack, stuck in cartridge. Ce02737 no product returned. The investigations concluded that product met manufacturing release criteria and no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted. H3 other text : placeholder.

Manufacturer narrative:
Additional information: from the 8 events 7 were related to tip deformed and 1 for cartridge damage. Lot numbers of suspect products: ce03641 1, cd12420 1, unknown x 3, ce01740 1, ce02278 1, ce02737 1. 4 investigations were completed: 1 product was not returned. 3 products were returned. 2 tips were deformed and 1 product had no issues identified. In all the investigations it was concluded that products met manufacturing release criteria and no product deficiency was identified. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.

Event description:
This report summarizes <noe> 8 </noe> malfunction events. The events were related to cartridge tip cracked or damaged. There were no patient injuries reported associated to the events.